Event description:
It was reported that wearable overpatch adhesion issue occurred. The sensor was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On the same day, it was reported by qualtrics that the patient was hospitalized 4 days for hypoglycemia the same day the whole wearable fell off. According to the report, the patient had dizziness, malaise, and shakiness. She immediately checked the app on the mobile device and found she wasn't getting readings. No mention of alerts or alarms communicating this to her and the patient only found out about no readings when she checked her app. She then checked the actual wearable and found it was not attached to her. After checking with a fingerstick, the patient called an ambulance. The bg value at that time was unremembered. No mention whether the patient attempted to self-treat. She was given a glucose pill at the hospital and stayed there for 4 days. The patient was discharged on (B)(6) 2025 and was fine during the report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.